Event description:
Patient reported, right side "rupture, pain and inflammation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient later reported "rupture, calcifications, lymph nodes, simple cysts, nodule and small amount of liquid" confirmed via MRI.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.